Event description:
Customer reports via phone: fluid is squirting from tubing. About 4-5 inches up from the patient connection site. Looks like tubing was smashed or pinched before put in the packaging.

Manufacturer narrative:
During the investigation through the manufacturing and production and extrusion area, there wasn't a potential high risk contributor found for the same condition presented in the samples provided. Nevertheless, several findings were noticed through the production line and are listed below as opportunity improvement areas. The tube may suffer damage while the coiled machine stops due to misalignment of the tube from the machine. Corrective action: a guide will be installed. A holding fixture was found loose from the base of the heating car. Damage may occur due to a collision of the tube from the loose holding fixture with another tube or even the oven. Corrective action: the holding fixture was tightened and a verification of the holding fixture was added. It was observed that sometimes during the process, the coils held in the holding fixture are stored in bulk in one container. This practice does not match the manufacturing procedure and may damage the product. Corrective action: training is going to be performed in order to ensure the compliance with the current process instructions. Conclusion: the manufacturing process was evaluated and no condition was found in order to reproduce the customer complaint failure mode. Findings noticed during the investigation listed as opportunity improvement area will be covered and monitored until its completion.